Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus india, the failure of the examination lamp (xenon lamp) of the subject device was caused by a failure of the converter. The converter might have failed due to an accidental failure, as it has occurred in five years since it was manufactured. It has been confirmed that the error e103 occurred due to the same reason as the examination lamp (xenon lamp). It has been confirmed that the emergency lights have been turned on due to the failure of the emergency lights from the report of olympus india. A failure of the emergency lamp occurred in five years after manufacture. This might have been caused by an accidental failure. It has been confirmed that the emergency light display on the front panel was caused by the same cause as the emergency light. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device. It was found that the both lamps, the examination lamp (xenon lamp) and emergency lamp were not worked as follows. The emergency lamp was not working and continued the spare lamp error reflecting on the front panel due to the emergency lamp failure. After changing the emergency lamp, the examination lamp (xenon lamp) was not ignited due to the power unit failure. In addition, the error e103 which indicates the subject device has broken down was displayed due to this power unit failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the examination lamp (xenon lamp) of the subject device was not lit during preparation for use. The field service engineer of olympus (B)(4) went and checked the subject device at the user facility, and it was confirmed that the examination lamp (xenon lamp) of the subject device was not lit but the emergency lamp was lit. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected information. Regarding the previous initial report of 8010047-2021-11746, olympus medical systems corp. (Omsc) noticed that "g3: date manufacturer received" was incorrect. The correct date is "august 31, 2021", not "aug 20, 2021". "August 31, 2021" is occurrence/finding date of the following malfunctions which were found during the incoming inspection for repair at olympus india. -the emergency lamp was not worked -it was continued the spare lamp error reflecting on the front panel -the error e103 which indicates the subject device has broken down was displayed if additional information becomes available, this report will be supplemented.